Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the stent was damaged. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device evaluated by MFR: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located approximately 15.5cm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was stable.